Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, 6b2 drawers 2.1 and 2.2 were not detected on bus the customer stated that this malfunction occurred while dispensing the medication and they were unable to access the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce, which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-jul-2020, and confirmed that this device was not previously returned for servicing, and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the matrix drawer 1 and half height drawers 2.1 and 2.2 were not detected on the bus. A field service engineer (fse) removed the back panel and discovered a significant number of debris lodged between and beneath the drawers, including plastic wraps, empty pill packaging, and ten oxycodone pills found between the drawer and controller boards. The controller board on half height drawer 2 was replaced, after which the device was rebooted and the controller board lights illuminated successfully. As matrix drawer 1 continued to malfunction after reseating cables, the matrix controller was also replaced, restoring functionality. The system functioned as intended after the field service engineer repaired the device.